Event description:
Customer reported unexpected negative reactions with capture-r ready screen (crrs) 4 and capture-r ready ID (crrid) when testing a specimen containing anti-k.

Manufacturer narrative:
Manually tested the returned sample (it was not enough sample to test on the galileo) with selected cells from retention cr-ready ID lot id105; lot id104 was expired prior to receiving the sample. The k positive cells (cell 3, cell 8 and cell 14) show 1 - 2+ reactions. A review of the crrid, lot id104 DHR confimed the presence of the kell antigen.